Manufacturer narrative:
A ge service rep performed an on-site investigation. The ray issue circuit was restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that in both scope and graph, the system's images are not visible. No pt injury was reported.